Manufacturer narrative:
Pr#: (B)(4).

Event description:
A battery replacement was reported. Further information was received that indicated the battery failed testing. There was no reported patient involvement.